Manufacturer narrative:
The fenestrated bipolar forceps instrument has not been returned to isi for evaluation; therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if additional information is received. This complaint is being reported due to the following conclusion: during a da vinci-assisted surgical procedure, it was alleged that a fragment from the fenestrated bipolar forceps instrument broke off inside patient. The fragment was retrieved and no additional surgical intervention was required. However, unintended fragment(s) falling into the patient may require surgical intervention. At this time, it is unknown what caused the breakage to occur.

Event description:
It was reported that during a da vinci-assisted myomectomy procedure, while using the fenestrated bipolar forceps instrument under direct vision, the surgeon noted the yellow/tan plastic surrounding the tip broke off inside the patient. The surgeon was able to visualize the piece and removed it using another fenestrated bipolar forceps instrument. There was no report of patient harm, adverse outcome or injury. On (B)(6) 2017, intuitive surgical, inc. (Isi) contacted the initial reporter and obtained the following additional information: the nurse indicated that the broken piece was removed laparoscopically during the same procedure. The patient was discharged from the operating room and there were no reports of patient harm, adverse outcome or injury. The procedure was not recorded.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument involved with this complaint and completed the device evaluation. Failure analysis investigation confirmed the reported complaint. The returned instrument was found to have a broken yaw pulley. Intuitive motion was not being experienced upon manual input of the disk knobs due to the physical damage. The yaw pulley missing pieces measured approximately 0.17 x 0.08 and 0.14 x 0.18. The missing pieces were not returned with the instrument. The known common cause of this failure is mishandling/misuse. There is no indication that the fenestrated bipolar forceps instrument malfunctioned, failure analysis investigation results indicated that the damage was due to misuse/mishandling. Therefore, this complaint is deemed not reportable and the MDR initially submitted is now being retracted. There is no evidence that the isi device caused or contributed to an adverse event or that the isi device malfunctioned in a way that could contribute to an adverse event if it were to recur. If additional information becomes available, the complaint will be re- evaluated.